Event description:
It was reported that the t:slim x2 pump's battery would not charge and the screen remained dark, failing to turn on. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the caller through troubleshooting steps, but the issue persisted, with no blinking led indicating charging. As the customer had already received two replacement pumps with similar issues, csa authorized sending replacement charging supplies with next day shipping.